Event description:
It was reported that the patient experienced bacteremia three times in six months and the source of the infection was unknown. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned and analyzed. The analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284drg implantable cardioverter defibrillator (ICD) 2009-(B)(6). (B)(4).